Event description:
A 5mm diameter x 12mm length racer biliary stent system was implanted into a pt for the endovascular treatment of a renal artery lesion in 2003. Lesion and vessel morphology are unknown. It is unknown if the lesion was pre-dilated. The user facility submitted a medwatch with an unknown number to report the event stating, "after stenting the left renal artery the balloon broke and a fragment stayed in the body." The report also stated that there was no harm to the pt. The device was discarded and will not be returned to medtronic.